Manufacturer narrative:
The lead was explanted on (B)(6) 2023 due to fracture and high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead impedance went from 500ohm range to over 3000 ohms with apparent ra noise on recordings. Patient will be brought into clinic for full lead evaluation. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.